Manufacturer narrative:
The neck had signs of multidirectional scratching on the anterior and posterior sides likely due to contact with an instrument. The cocr femoral head had signs of scratching and metal transfer. Sem/edxa spectrum analysis revealed signs of titanium likely due to contact with a ti-alloy component. The taper face of the femoral head had signs of damage and sem/edxa spectrum analysis revealed signs of iron and titanium likely due to contact with an instrument or a ti-alloy component.

Event description:
It was reported revision surgery was performed due to pain.